Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Litigation alleges pain, stiffness, and decreased mobility. After review of the medical records the femoral head and stem were grossly loose during the revision operation. A small calcer facture was noted on the femur. The stem, head, and liner are being reported.